Event description:
Reporter indicated that pt's device did not stimulate for a few days and that during this period there was no voice change. Neither normal mode nor magnet mode stimulation was perceived during this time. The device reportedly began stimulating again a few days later and has been stimulating ever since. Device interrogation showed last magnet activations the night before, but the pt did not have the magnet near the device at that time and the there was nothing around pt that may have triggered a magnet activation. No adverse event was reported in conjunction with the pt's inability to perceive stimulation. Investigation to date has been unable to determine whether the device was functioning properly.